Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. For clarification, molded insulation was broken off the instrument. The missing piece was measured to be 0.055" x 0.097" in length and was not returned with the instrument.

Event description:
It was reported that during central processing, the tip of the force bipolar instrument broke. There was no patient involvement.